Event description:
It was reported that during a colonoscopy procedure, the snare failed to fire. A rotatable snare oval 20mm had been advanced to remove an unspecified colonic polyp. The device was able to successfully remove the first polyp. The snare was then advanced to treat a second polyp; however, the device failed to fire. The connections were checked yet the failure to fire continued. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".